Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of 238 mg/dl. A pump replacement was sent to resolve the issue.

Manufacturer narrative:
Follow up: device evaluation: no, device returned to manufacturer: yes.